Manufacturer narrative:
The device was evaluated. Based on investigation results, it's likely the reported event occurred due to a degradation problem, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the ultrasonic broncho fiber videoscope scope exhibited opened glue on pink rubber. There was no patient involvement.